Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; no power with a damaged battery compartment and moisture inside the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: review of the black box data revealed power on reset events recorded in association with call service 128 alarms on (B)(6) 2017. On examination, the battery compartment was confirmed to be cracked with moisture corrosion inside battery compartment as alleged. The returned battery cap was intact, without damage and able to fit securely to the pump. When the battery cap was unscrewed ½ turn, the pump lost power and rebooted due to the moisture corrosion in the battery compartment. The alleged ¿no power¿ issue was not duplicated; however, the pump did demonstrate intermittent power when the battery cap was loosened. With the battery cap fastened down securely, the pump powered on and was able to maintain power for a 24-hour exercise without any power interruption. The pump was opened for further investigation and did reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation confirmed the battery compartment damage, but did not duplicate the alleged ¿no power¿ to the pump.